Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. Eval revealed that all keypad buttons are intermittently responsive, and multiple presses are required to obtain a response. There was evidence of keypad contamination found under the all button key contacts.

Event description:
A distributor reported that the keypad buttons are unresponsive.